Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. An empty test strip cassette was returned for evaluation, evaluation of actual alleged product was not possible.

Event description:
Caller reported she obtained a blood glucose reading of 25.9 mmol/l; took 2 units of insulin, type unknown. Caller stated she went to bed and about 2-3 hours later her husband called the emts because she was unconscious. Caller reported the emts tested her blood glucose level at 1.2 mmol/l; was given an injection of unknown content to recover and was not admitted to the hospital. Requested return of the alleged device for evaluation.